Event description:
No additional event information was received.

Manufacturer narrative:
The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that there was an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on (B)(6) 2019 revealed that the calibration was out of specifications but produced a passing sample mesh. The roller and roller gear had some visible damage. The 1.5:1 ratio cutter, serial number (B)(6), and 2:1 ratio cutter, serial number (B)(6) both produced an incomplete mesh even after the collars and gears were replaced. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the roller gear, roller, side plates, and bearings. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Based on the information provided, the root cause of the reported event was due to the use of damaged cutters. The zimmer skin graft mesher instruction manual notes that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.

Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that there was an incomplete mesh. No further information provided. No adverse events were reported as a result of this malfunction.